Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. A review of all batch record documents was conducted for lot number h11d19090 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the transfer set was not returned a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was damaged during preparation on the patient. The reporter stated the white part and the blue part became disconnected. The reporter stated the blue part of the transfer set was broken. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.